Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial#: (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2019, product type: catheter. Product ID: 8703w, serial#: (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 24-sep-2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had an infected pump pocket. During explant the doctor could not completely explant the catheter because there was a granuloma at the tip of the catheter. The doctor was going to make an incision on the patient's right side "where the catheter is felt." It was noted the patient was doing well and had no further complications. The patient's weight was unknown. No further complications were reported.